Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location and area code. Investigation summary: one photo was provided. It shows four syringes. They have a line partially printed or missing. This would have occurred due to an issue with the printing pad during the assembly printing process and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9260101 for this type of defect or symptom. Root cause description: this would have occurred due to an issue with the printing pad during the assembly printing process and was missed by personnel. Rationale: CAPA not required at this time.

Event description:
It was reported that the scale marking was missing with a 20 ml bd luer-lok¿ syringe. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that four syringes were found to be missing a single graduation marker.